Manufacturer narrative:
Items returned for investigation: stent, pusher, introducer. Items not returned for investigation: microcatheter. The stent was returned fully deployed. The pusher was returned with the distal coil stretched. The pusher glue ball(s) were inspected; the glue covers between 2 and 5 coils as indicated in the manufacturing procedure. The stent was loaded onto the returned pusher with the returned introducer for the investigation. The stent was advanced into an in-house microcatheter and was able to deploy and resheath without resistance. The investigation found the stent returned fully deployed and the pusher distal coil stretched. Replication testing was performed and found the stent was able to successfully advance through an in-house microcatheter and fully open upon deployment. The stent was able to resheath into the microcatheter and introducer without issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched pusher coil, but this condition is consistent with the device experiencing forces over specification. The stretched pusher coil did not impede the advancement or resheathing of the stent during the investigation. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h11.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned and is pending investigation completion; therefore, the alleged product issue cannot be confirmed at this time. Microvention, inc., will submit a supplemental report following the investigation. The instructions for use (IFU) identifies device resistance during advancement or retraction as potential complications associated with use of the device.

Event description:
As reported, left ocular artery segment aneurysm, vessel tortuous, distal diameter 3.2mm, proximal diameter 3.8mm. The stent 4.0mm*18mm was used to implant. After the microcatheter was in place, found the head end of the stent exceeds the introducer when delivery the stent. When the stent was withdrawn, the introducer stuck for unknown reasons, and the stent was detached when it continues to withdraw. The 4.0mm*23mm stent was replaced to completed the procedure. No patient harm was reported. The patient was reported to be fine.